Manufacturer narrative:
The office reported no errors or device malfunctions during the treatment. Zeltiq reviewed the system logs for the treatment date and confirmed that no system malfunction or errors occurred during the treatment. Treatment in a patient with a hernia in or adjacent to the treatment site is currently listed as a warning in the coolsculpting user manual. In addition, hernia is listed in the user manual as a possible rare side effect. The user manual has been distributed to all current and new customers.

Event description:
On 05/19/16, zeltiq was informed of a female patient who developed a small umbilical hernia after coolsculpting treatment on (B)(6) 2016. On 06/03/16 zeltiq was informed that doctor believes the hernia was related to coolsculpting, making this reportable. On 06/13/16, zeltiq was informed that the patient saw a plastic surgeon and indicated a need for hernia repair. The patient was treated to the upper abdomen using coolcore applicator and to the lower abdomen using coolcore applicator on (B)(6) 2016.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
This was reported to the FDA, refer to MDR # 3007215625-2016-00003. Allergan aesthetics received a report of a patient treated with coolsculpting to the upper abdomen on (B)(6) 2016 and to the lower abdomen on (B)(6) 2016 using a coolcore applicator who developed paradoxical hyperplasia (pah/ph) eight weeks after treatment and was diagnosed with ph to the lower abdomen on (B)(6) 2016. Ph was described as 2 palpable areas of subcutaneous adipose thickening and firmness, which were not previously present. The patient already had a medwatch submitted for hernia this will be a follow up to that medwatch.